Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported less than two weeks post implant of the implantable pulse generator (ipg) system that the patient developed an infection. The ipg system was extracted. No further patient complications have been reported as a result of this event.